Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and replaced the keyboard. The ventilator passed self-tests.

Event description:
It was reported that there was a malfunction of the ventilator's keyboard. There was no patient harm reported.